Event description:
Connection issues during the implantation procedure: there was no click sound when the setscrew(s) was (were) tightened. In addition, the physician was unsure about the integrity of the setscrew silicone cover when inserting the screwdriver. However, the device was kept implanted.

Manufacturer narrative:
(B) (4). Since the device involved in this complaint is kept implanted, no final conclusion could be drawn. However, it should be noted that analysis of devices returned for similar reasons revealed that the screwdriver was not fully inserted in the setscrew's hex cavity, which damaged the setscrew. To address this, sorin added an inspection step in mfg to eliminate any silicone adhesive inadvertently remaining in the setscrew's hex cavity, and provided a reminder and add'l instructions to ensure the wrench was fully inserted. These add'l instructions have been included in the newest reply instructions for use (B) (4). For visual example of the proper lead connection procedure, (B) (4). The added inspection step became effective with sterilization lot 2317; the device involved in this complaint was manufactured after this sterilization lot. Consequently, this hypothesis is rejected for this specific device. It is more likely that the setscrew head got damaged during the screwing operations, which induced the reported event. Nevertheless, this case has been recorded for trend purposes; further corrective actions will be evaluated and implemented, if deemed necessary.